Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an intraocular lens (iol) was scratched. There was no patient contact and the procedure was completed with a backup lens. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the scratched lens was found upon opening.

Manufacturer narrative:
This event was found upon opening, therefore this is no longer considered a reportable malfunction. No further information will be submitted for this report. The manufacturer internal reference number is: (B)(4).